Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained post-paced t wave oversensing were observed on the right ventricular (rv) lead. Technical support was contacted in order to recommend reprogramming. Reprogramming was performed. The patient's condition is stable and will continue to be monitored.